Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br appeared to be with no vacuum, with the cap loose. The following information was provided by the initial reporter. The customer stated: ¿it was found that the tubes appeared to be "no vacuum", with the cap loose, requiring its replacement before placing it in the equipment to avoid spillage."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill or loose cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes underfill or loose cap. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br appeared to be with no vacuum, with the cap loose. The following information was provided by the initial reporter. The customer stated: ¿it was found that the tubes appeared to be "no vacuum", with the cap loose, requiring its replacement before placing it in the equipment to avoid spillage."